Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical block and inverse critical block did not add to zero error. Customer stated they were able to successfully clear the alarm and was able to complete rewind. Customer stated that fill cannula was not recorded in daily history and had unexplained no delivery alarms several times during bolusing and loses connection to meter time and date frequently randomly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. No pump error 15 alarm during testing. (B)(4).